Event description:
It was reported that the insulin pump alarmed no delivery. Customer's blood glucose was 437 mg/dl. Customer treated with insulin pump. Customer does not want to return the infusion set and reservoir. Customer also mentioned bent sensor issues. Customer stated the alarm was resolved by a complete set change. Customer declined to do troubleshooting for high blood glucose. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.